Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that as the customer was attempting to continue the updating process on the device updater, he received a message stating there was an error. The customer stated that after the update ID was entered, the computer reset itself and he was unable to verify the error code number. The customer stated the pump screen displayed a device updater error message stating to call technical support. During troubleshooting with tandem technical support (cts), the customer confirmed that when the computer turned back on, he was able to access the device updater menu but the pump was not recognized by the computer. Reportedly, the customer was unable to operate the pump and the error screen would not clear. There was no information provided regarding the customer's blood glucose level. It was confirmed the customer had an alternate method of insulin delivery available.